Event description:
At 2130, pt's lvad alarmed. Rn investigated and found in event history that lvad pump had stopped x2. The pt had experienced multiple pi events and had several "low speed advisory" alarms. Pt was alert and vs were stable. Lvad controller was changed with no immediate adverse events. However, shortly following exchange of pocket controller, lvad alarmed again and history revealed that pump had stopped and had add'l "low speed advisory" alarms. Pt transferred to cticu for further monitoring.